Event description:
During cranioplasty surgery, the 110-4g was set and monitoring was done. During the monitoring, suddenly the monitor used together went dark. There was no patient injury reported. However, the 110-4g was replaced to another new 110-4g and the monitor worked. It was confirmed there was no issue with the monitor.

Manufacturer narrative:
Customer reiterated that there was no issue with the cam01 monitor, and also the camino cable. Both have worked so far. Customer will not returned these concomitant devices. Integra has completed their internal investigation on august 1, 2017 results: evaluation of returned device: the catheter appears with bends at 2.5cm and 3.5 cm from the catheter distal end. Particulate matter that appears to be dried blood was present on the catheter. Crushed reference fiber was found at the 3.5cm location. DHR review: a review of lot 111e00322266 indicating that it met all requirements before released to fg. Complaints history: complaint history, model 110-4xxx, from jul-2015 through jun-2017 reviewed; there were 67 other complaints, and 14 of them were confirmed. The number of confirmed reports (14) divided by the number of units sold model 110-4xxx, (76957), jul-2015 through jun-2017 and multiplied by 100 results in a failure rate percentage 0.018%. Conclusion: the reported customer complaint that the monitor being used ¿went dark¿ was confirmed. The root cause of the reported complaint appears to be the result of inappropriate use of the device by the end user. This conclusion is based on the catheter appearance. The catheter sustained excessive bends at the 2.5cm and 3.5 cm marks of the catheter distal end and optical fiber damage was found at these bend locations. The dfu included with each camino catheter monitoring kit cautions the user ¿extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer¿ and to ¿exercise caution when handling the catheter¿.